Event description:
It was reported that the surgeon implanted the screws and implant. When placing one of the screws, it was noticed the implant had cracked. It was reported that the following occurred: removed the screws, removed the implant, and replaced it with the same size implant. The surgery was an alif 360 with implanted levels at l5-s1. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual and optical inspection identifies cracking that appears to have initiated near the intersection of the outer wall and the screw boss hole where the sharp corner could act as a stress riser. Optical examination identified plastic deformation on the interior and outer edge of the screw boss hole, consistent with misalignment of the bone screw during, implantation, which could result in overload. The above observations are consistent with misalignment.